Event description:
It was reported that during a da vinci si hysterectomy procedure, the csr manager found a broken cable on the pk dissecting forceps instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering inspected the returned instrument and found a broken pitch cable at the distal clevis hub. The cable segment that contains the crimp was missing one in the clevis. The clevis does not exhibit any damage or wear marks. Electrical continuity test was performed on the instrument and passed. Additional observation not initially reported by the site was main tube damage. The distal end of the instrument's main tube exhibited various scratch marks with light material removal and had a rough surface finish. The scratches were short in length and axially aligned with the tube. Engineering concluded that the damage may be due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.